Manufacturer narrative:
Product ID: 37761, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Event date is approximately 2-3 months prior to notified date of (B)(6) 2018 , no information for exact date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was dead and had been dead for some time. The patient was having an unrelated MRI of the knees and shoulder at the time of the call. On a second call it was reported that the circumstances that led to the ins being dead was that it had been more than 1-3 months since the last recharge. It was noted that the recharger was charged, but would not connect to the ins. It was noted that the patient did not have a managing healthcare provider, and they were told to call in by a manufacturer¿s representative. The caller noted that the representative discussed potential overdischarge with them. The caller was redirected to have the MRI office page a representative to request assistance restarting the ins. No patient symptoms were reported. No further complications were reported. Information was received from a consumer and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they called back because they were unable to get an MRI with ins not charged. They believed their ins had done more harm than good. Caller updated that he was able to fully charge insr but is still unable to recharge ins. They were told to reach out to their health care professional to restart their ins. They stated their desktop charger connection is loose and the patient could "wiggle" the connector pin. A replacement device was sent. Additional information was received on (B)(6) 2018 from the patient that stated they received the replacement equipment and still cannot recharge. The potential of an overdischarge (od) was reviewed with the patient and it was confirmed that they had not had any previous od. The patient said he made the representative aware that it had been months since his last recharge and they told him he could not help him. The patient also reported their doctor said the same thing. Patient was redirected to a new healthcare professional to resolve the od and potentially get an MRI. Additional information on (B)(6) 2018 from the patient reported that they had an MRI scheduled for the following day and wanted the representative there to speak/meet with them regarding the overdischarge. Additional information was received from representative on 2018-03-27 confirming they spoke to the patient on the phone on (B)(6) about their recharger (insr) not working, so they told them to call patient services for assistance. No further complications/allegations were reported.